Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the handle of the introducer broke during the implant of a lead. The introducer was then discarded. No patient complications have been reported as a result of this event.